Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an auto-off alarm. During troubleshooting with tandem technical support, the customer indicated that there had been no interaction with the pump since the prior day. The customer's blood glucose level was not impacted.